Event description:
It was reported that during an unspecified procedure, a shaft broke. The 4.0x12mm quantum maverick balloon shaft broke prior to entry of the pt approx eight inches proximal of the balloon while being introduced in the pt. The procedure was completed with another of the same device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
The device was returned in two pieces. The first piece measured 61 centimeters from the distal edge of the strain relief to the hypotube break location. The second piece measured 81.5 centimeters from the hypotube break location to the distal end of the tip. The hypotube break location appears to be compressed, indicating that the device was most likely kinked prior to the break. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).